Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the there was an intermittent dropout of the patient's atrial fibrillation rhythm. No intervention was performed. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker exhibited under-sensing. No intervention was performed. Patient status was not known.